Event description:
It was reported that while using bd microtainer® pst¿ tubes with lh (lithium heparin) that there was abnormal additive form. The following information was provided by the initial reporter: customer reports that the gel at the bottom is a neon yellow color as opposed to the normal off-white.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 309432n. D4. Medical device expiration date: 2024-06-30. H4. Device manufacture date:2023-04-04. D4. Medical device lot #: 303876n. D4. Medical device expiration date: 2024-04-30. H4. Device manufacture date: 2023-02-07. . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples from each lot (total 30 samples) and 6 photos for investigation. The photos were reviewed and the indicated failure mode for gel color variation with the incident lot was not observed. Additionally, the customer samples along with 50 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to gel color variation as all samples met specifications. Slight color variations were observed but the variations were all within bd specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel color variation. Bd was not able to identify a root cause for the indicated failure mode. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-08-01.

Event description:
It was reported that while using bd microtainer® pst¿ tubes with lh (lithium heparin) that there was abnormal additive form. The following information was provided by the initial reporter: customer reports that the gel at the bottom is a neon yellow color as opposed to the normal off-white.